Event description:
Report received of an over-delivery. The pump was programmed to deliver normal saline at a rate of 200ml/hr on the primary line. After approximately 2 hours, the nurse reported "an audible air in line alarm and the 1000ml solution bag was empty". The pump display read "that the pump was still programmed to deliver 200ml/hr". The pump was removed from clinical service and the therapy was continued on a replacement pump. There was no reported adverse patient effect and no medical interventions were required. Though requested no further information was available.